Event description:
It was reported to resmed that an astral device was inoperable and alarmed with a black display. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed contamination within the pneumatic block and oxidation of the main circuit board. Replacement of the main circuit board and pneumatic block are required to address the reported complaint. Resmed reference#: (B)(4).